Manufacturer narrative:
The device was received with normal operating currents. Also passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Pump failed self test. During back light check, there was a portion of the panel that was not lit due to damaged panel. No unexpected blank display anomalies noted.

Event description:
It was reported that the insulin pump background light was not bright. Customer blood glucose was unknown. The device was returned for analysis.